Event description:
It was reported that the patient was not receiving any therapeutic benefit from the device. When the device was turned on, the patient reported pain and heat at the neurostimulator site. The device was programmed at +ve, electrode 0 was - ve, pulse width 210 microseconds and rate 31 hz. When the electrode configurations were changed, the patient no longer reported pain and heat at the neurostimulator site. The patient did not receive therapeutic benefit in the desired location, the legs, after the electrode configurations were changed. Previous to this, the device was working well. The device failure was not associated with any trip or fall. No patient injury was reported. As of 2008, the device had been turned off. The device has not been replaced. The patient was fine. The patient was awaiting for a surgery date.